Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was loss of pacing capture during balloon inflation and the valve landed in the aorta. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During deployment of a 23mm sapien 3 valve, there was a loss of pacer capture while the commander delivery system balloon was still inflated. The entire system was ejected aortic and the s3 landed in the aorta. After loss of capture and subsequent embolization of an s3 vale into the aorta, the team, kept the wire in place in the left ventricle. The inserted and gently inflated a delivery balloon within the valve and withdrew the valve into the thoracic aorta. The valve was then deployed and post dilated with a cook coda balloon. To further ensure that the valve would not migrate, the decision was made to place a gore tag thoracic endoprosthesis to entrap the valve against the aortic wall. The tavr team then requested a 26mm s3 to be prepped which was then delivered and deployed without incident in a 60:40 aortic/ventricular position with no aortic insufficiency and no paravalvular leak (pvl). The access site was successfully closed and the patient exited the room in stable condition. There was no specific edwards's product issue. The aortic annulus diameter measured 21 x 25 mm with an annular area of 412 mm2 by CT. The annulus had mild leaflet calcification.